Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
Upon entering the special activation main menu (service diagnostic),under the list of recent fault, the cardiosave intra-aortic balloon pump (iabp) fault 63 appears. There was no patient involvement reported

Manufacturer narrative:
A getinge field service engineer(fse) reported that the unit showed fault 63 alert after upgrading software, and was not reproduced after that. The iabp touchscreen and monitor are working properly. The unit does not need any further repair.

Event description:
N/a.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.